Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). The physician successfully placed 2 taxus express2 drug eluting stents (des) in the lad and then noticed a dissection had occurred due to a non bsc wire. The physician then went back in the lesion to treat the dissection with a 2.50x8mm taxus express2 des. The physician attempted to advance the des through the two previously implanted stents, but experienced difficulty in crossing the stents. The physician then attempted to pull the des back but the stent dislodged from the stent delivery system (sds). The des migrated to the mid lad and became lodged in between the previously implanted proximal stent and the vessel wall. Attempts were made to retrieve the des but the attempts were unsuccessful. An attempt was also made to crush the stent but this was unsuccessful as well. The pt was taken to surgery due to the dissection caused by the non bsc device. The surgery was successful and the physician was able to retrieve the dislodged stent. No additional pt complications were reported with the pt's current condition listed as "good". The pt has been discharged from the hosp and sent home.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.